Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full and difficulty breathing reported as ¿belly was too hard to breathe¿ during fill 1 of 6. The patient was connected to the homechoice device at the time of the events. Renal therapy services (rts) advised the patient to perform a manual drain. The drain volume was 5,201 ml. The initial drain was zero and last fill volume was zero. The patient reported that the ultra filtration (uf) for the previous therapy was uf (-2460 unable to determine cause). The patient reported feeling full earlier. The patient reported that they called and were advised to perform a manual drain and patient stated they refused. Rts reviewed the program and the tidal volume was 13,500 ml, tidal was 11.30, fluid volume 2,500ml, tidal vol 85%, total uf 10, full drains every 6. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.